Manufacturer narrative:
Concomitant medical products: 4194-88 lead, implanted (B)(6) 2010. 6947-65 lead, implanted (B)(6) 2010. 4469 lead, implanted (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope due to the device executing capture management, which caused periods of no capture. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.